Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). It was noted that 72 lifetime ventricular sic counts had occurred since (B)(4) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2009; 694758 implantable tachy lead (B)(6) 2009; 419688 implantable pacing lead (B)(6) 2009; 4456 competitor implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead showed high impedance out of range and loss of capture on patient clinical presentation. The lv lead was capped as part of a system downgrade procedure. It was also reported that the right ventricular (rv) lead showed a rise in threshold levels. The rv lead remains in use. No patient complications have been reported as a result of this event.